Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient felt pocket stimulation and came to emergency room. The ventricular lead had high impedance and lead polarity changed from bipolar to uni-polar about a year ago. The ventricular threshold was high. The device is still in use. No further patient complications were reported as a result of this event.